Manufacturer narrative:
The initial product evaluation has been completed. One 85910s handpiece, lot fs21078307 was returned in the plastic carrier with the label peeled back. Visual inspection found particulates all over the sleeve and tip. Microscopic examination found the tip of the irrigation sleeve was torn and the tip of the needle is protruding from the torn area. The tip was bent. The irrigation sleeve was pushed down and twisted on the shaft of the needle. One port hole is visible and not damaged. The handpiece cannot function properly in this condition. The cause of the torn sleeve cannot be determined. This instrument will be returned to the manufacturing site for further investigation. The investigation is ongoing.

Event description:
The user facility reported that the surgeon was polishing the capsule got caught in the tip and ripped the capsule. The surgeon had to do a vitrectomy and placed a sulcus lens.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This instrument has been returned to the manufacturing site for further investigation. The investigation is ongoing.